Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high impedance. It was reported that for approximately eight days rv lead impedance had been shifting high and low values, and pacing threshold had increased. Diagnostic testing/troubleshooting was performed no noise was detected. It was also reported that noise of rv lead was observed and repeated for several days, was detected approximately eleven times, shock therapy due to lead noise was blocked, and a patient alert triggered. It was also reported that inappropriate therapy was administered due to rv lead noise and suspected fracture. The rv lead was scheduled for revision. The rv lead was explanted, and during the revision procedure approximately three centimeters long was cut from the distal portion of the rv lead. At that time, five centimeters long coil was unexpectedly coming off from the inside body. According to the physician, the portion was just ligament, and it was suspected to be crushed subclavian vein. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.